Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Ms: decision tree reassessed complaint no longer reportable. New information received from brazil regarding complaint description. Affiliate reports threads of the set screw were misshapen and not torn. The condition did not result in any reported adverse consequences to the patient or in a delay to the procedure. The set contains multiple set screws. If this type of event were to recur, it is likely that additional set screws would be readily available for use as in this instance. A review of the DHR is not needed as it was conducted in the original investigation summary and no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Manufacturer narrative:
Update 07mar2016: device was returned for examination. Upon receipt was noted through visual examination that the thread of the set screw has been completely torn off. Follow-up medwatch will be filed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The single inner set screw (product code: 1797-02-000, lot number: arkcpt) was returned to the complaints handling. Visual examination revealed that the setscrew threads had become torn and completely peeled off the setscrew. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the single inner setscrew threads becoming torn and completely peeled off the setscrew cannot positively be determined. However, one possible root cause may have been that the single inner setscrew most likely was not properly seated during insertion and inadvertently cross threading occurred causing the setscrew threads to become torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw was damaged. It dusted. On (B)(6) 2015: torn threads are historically reported by brazil as dusted.